Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an anterior cervical decompression fusion (acdf) surgery at the c5c6 on (B)(6) 2013, a defect was discovered in the size 8 convex zero p implant. The plate dislodged from the cage, and the cage was left as a stand-alone spacer after multiple attempts to remove it failed. The plate was retrieved. The surgery was delayed 5 to 10 minutes. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.